Manufacturer narrative:
(B)(4)

Event description:
Boston scientific reported that this ra lead was damaged during revision for dislodgement. The physician attempted to repair the lead but it was decided to cap and replace it on (B)(6) 2017. Should additional information become available this file will be updated.

Manufacturer narrative:
On 9/27/17 - we were notified that this lead was explanted on (B)(6) 2017. We received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated between 18.5 cm and 21 cm distal to the is-1 connector pin remains of silicone as mentioned in the complaint description. Further inspection revealed a damaged insulation approx. 29 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the mechanical analysis a stylet intended for use with the lead was inserted but could be advanced only 29 cm towards the tip of the lead due to the deformed inner coil. Thus the functional test of the helix fixation mechanism was not properly feasible. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.